Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to get charge and boot up. An interior visual inspection of the receiver was performed and it passed. The receiver case was opened and the ui -u1 pcba was detached to retrieve the receiver download. The data log was reviewed and it passed as no issues were observed. The receiver functional test was attempted but could not be completed. The reported event that the receiver ceased to function could not be confirmed with the returned receiver. The root cause could not be determined.